Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding infection involving a triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: based on photographs provided, the insert shows explantation damage but appears otherwise unremarkable. Medical records received and evaluation: medical review of this case concluded that this patient¿s clinical problems related to periprosthetic infection demonstrate no evidence of involvement of factors of prosthetic component design, manufacturing, or materials as responsible for the clinical problems. Device history review: review of the DHR for this lot was satisfactory. Complaint history review: there have been no other events for the lot and sterile lots referenced. Conclusions: medical review of the records provided indicated that this patient¿s revision surgeries were the result of periprosthetic infection and not demonstrated to be related to the prosthetic components¿ design, manufacturing, or materials. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that arthroplasty was revised due to infection. The components were implanted for 1.2 years. The insert was revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 4.

Manufacturer narrative:
Additional devices listed in this report:cat # 6197-9-001, lot # mbt015, description: simplex p with tobramycin 1 pack.cat # 6197-9-001, lot # mfs044, description: simplex p with tobramycin 1 pack.cat # 6197-9-001, lot # mjs075, description: simplex p with tobramycin 1 pack.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Update: per review of attached medical records: 2013 op report - patient had irrigation and debridement and polyethylene spacer changed.